Event description:
While using a byte night aligners, patient reported that they were seen by a dentist for gum recession. The dentist informed the patient that they should see an orthodontist first due to their bite being off. Most of the upper teeth do not contact the lower teeth. The dentist suggested that the byte treatment caused this and warned of potential damage. Requested bite video for evaluation and answer questionnaire. Patient provided information, case review by byte doctor who recommends patient to see a chairside orthodontist to resolve the bite issue with posterior open bite. Patient has started treatment for posterior open bite and moderate to severe recession.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.